Event description:
Customer reported device does not shut off properly and the operator was injured. This is report 1 of 1 for #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, investigation revealed the control valve was rough running and seized due to improper maintenance. There was no oil in device and the valve was hanging. The device was repaired and returned to the customer on (B)(4) 2013. The complaint is indeterminate. (B)(6). Placeholder.